Event description:
Damage to the pump housing and usb port was reported, which affected the customer's ability to charge the pump and caused it to shut down. There was no reported impact to the customer¿s blood glucose level, as the specific level was not provided. The customer¿s pump was replaced under warranty by technical support, and they were advised to return the defective pump using a pre-paid label and box. The customer declined to share details about backup insulin therapy during the replacement period.